Event description:
Patient presented to the emergency department in autumn with a 2-week history of fevers. No other symptoms noted. The patient was admitted to cardiology ward for observation. Echocardiogram on the next day showed vegetation on the melody valve. Blood culture positive for streptococcus viridans. Infectious disease service consulted and vancomycin and gentamicin started that same day. A second echocardiogram 3 days later failed to visualize a mass on the melody valve. A peripherally inserted central catheter (PICC) line was placed one day after the second echocardiogram and the patient transitioned to once daily intravenous (IV) ceftriaxone and synergistic gentamicin. The patient was discharged on the same day as the second echocardiogram on IV ceftriaxone and gentamicin for six weeks.